Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins). It was reported that there were high impedances on the 8-15 lead. There were no known issues that could have led to the issue and the impedances were found during a pre-operative check. The lead was replaced through surgical intervention and the issue was resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.